Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples processed in retort b. The complainant described the affected tissue samples as "boggy". On 06/17/2015, a leica representative attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant advised the leica representative that sub-optimal tissue processing had been identified from a processing run in retort b, which started at 11:15am on (B)(6) 2015. The leica representative reviewed the instrument logs and reported that: "the instrument had prompted the user to replace bottle 3 but the user had reset the bottle without replacing the contents". The leica representative downloaded logs form the instrument for evaluation by the manufacturer and provided instruction to laboratory staff regarding the process and actions required to replace reagents in accordance with the manufacturer instructions. On 06/26/2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 3 (methanol) was removed from the instrument for 9.5 seconds at 11:15am on (B)(6) 2015 in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the methanol concentration in bottles 1-6 inclusive did not meet the requirements for use in the final dehydration step of the protocol. This period is not sufficient to replace the reagent. The properties of the reagent station were reset, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the methanol concentration to the default value of 100%. However, the actual methanol concentration in bottle 3 remained unchanged at 95.7%, because the reagent had not been replaced. The minimum final reagent concn. Required for methanol is 98%. The consequences of using methanol at a concn. Less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol. Specifically, a user failed to replace the reagent in accordance with the leica peloris/peloris 11 user manual.